Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting a rupture of the left side device discovered by ¿imagery¿. Regulatory agency have further reported on behalf of medical staff ¿current patient¿s condition: capsular contracture (baker grade ii)¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Brown particles observed in the gel. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reporting a rupture of the left side device discovered by ¿imagery¿. Regulatory agency have further reported on behalf of medical staff ¿current patient¿s condition: capsular contracture (baker grade ii)¿. The device has been explanted.